Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated information has been provided in below sections with this follow-up report. 1. Section h11 - updated analysis summary. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thump software. No pump error 130 alarms noted during testing. Verified in the pump history download, the pump alarmed pump error 130 on (-06/12/2025 10:57:27.000-). These alerts are expected and occur during normal pump operation. The pump was cut open for visual inspection. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, cracked case -corner of belt clip rails, cracked retainer and battery tube threads-cracked. In summary, customer alleged pump error 130 alarm not confirmed during analysis. Drive/motor anomaly-rewind not confirmed. Exposed to magnetic field or MRI not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on pump, was continuing to rewind and pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer was able to clear the error and complete the rewind process. Pump was exposed to high magnetic field. Damage was found at belt clip rail. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested for return.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thump software. No pump error 130 alarms noted during testing. Verified in the pump history download, the pump alarmed pump error 130 on ((B)(6) 2025 10:57:27.000). These alerts are expected and occur during normal pump operation. The pump was cut open for visual inspection. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, cracked case -corner of belt clip rails, cracked retainer and battery tube threads-cracked. In summary, customer alleged pump error 130 alarm not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.